Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. A 10.0 x 20 75cm mustang balloon catheter was advanced for pre-dilatation; however, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications nor injuries were reported.